Event description:
Inbound (B)(6) mother reports three cadd ms3 pumps alarmed call for service when loading treprostjnil cartridge lot number 10-210408, new cartridge placed without alarm. Box sent to return cassette. No further details provided. (B)(6) llc.